Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a company representative regarding a patient receiving fentanyl (2000 mcg/ml) at 898.2 mcg/day and bupivacaine (20 mg/ml) at 89.82 mg/day via an implantable pump for non-malignant pain. On the morning of (B)(6) 2016 a motor stall occurred. The patient did not recently have an MRI. A motor stall recovery was shown in the pump logs the following morning. No troubleshooting beyond reading the pump logs was done. The patient experienced withdrawal and was inpatient. The pump was replaced on (B)(6) 2016. The cause of the motor stall was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.